Event description:
A malfunction was reported with the customer's pump, displaying malfunction code 25 and fault ID 25-0x216d, which could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump. They were also guided on how to store and return the faulty pump to tandem.